Event description:
It was reported that the wake button was sticking. There was no adverse impact to the customer's blood glucose level. The continued to use the pump and had manual injections available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text: device not returned.